Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 42.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during a generator change due to normal eri, high thresholds were observed on the rv lead. No other electrical anomalies were detected. The lead was explanted and replaced. The patient was stable after the procedure.